Event description:
Per the audiologist, the pt underwent a surgery to remove a prolene suture that was extruding. Reportedly, the pt is hearing well.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.